Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional via a manufacturer representative regarding a patient who was receiving morphine 20 mg/ml and baclofen 0.1 mg/ml at unknown doses via an implantable pump. The indication for use was not provided. It was reported that there was a "pump/catheter failure." It was further detailed that during a refill the actual residual volume was 23 ml but only 1 ml was expected. It was confirmed that a programming error did not contribute to the reported volume discrepancy. A catheter check performed determined that they were not able to withdraw liquor or use contrast mediums. It was noted that the catheter was not a medtronic catheter. The pump was less than 24 months to eri, so they decided to replace the catheter and pump in one surgery. It was also noted that the hcps were "not convinced that the pump was working properly." No symptoms were reported.